Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their sensor readings. The customer states their level readings have been fluctuating. The customer's blood glucose level was 90mg/dl, and their sensor reading was 247mg/dl. The sensor and blood glucose readings were found to not be within the acceptable range. Troubleshoot was conducted. The customer will be receiving replacement sensor and returning current sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of one opened and used enlite sensor, performed the continuity resistance test and the sensor failed per specifications.